Event description:
According to the reporter: procedure: lap hernia repair. The shaft of the device fell into the pt's cavity and was removed. No significant time delay was reported and there was no pt injury.

Manufacturer narrative:
.